Manufacturer narrative:
Additional information: the patient's previous peritonitis event was captured under separate reports. Please see associated MDR records (MFR report numbers: 8030665-2021-00093 and 2937457-2021-00110). Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be due to many potential etiologies, but most often due to touch contamination or a breach in aseptic technique during treatment. The patient had been displaced due to a hurricane and had a previous peritonitis infection/antibiotic treatment and pd catheter (not a fresenius product) revision prior to this event and may not have fully recovered. The patient¿s pd culture yielded growth of a fungus (candida) which is not uncommon following antibiotic treatment for a previous peritonitis event. Additionally, while the patient¿s infection control practices during pd exchanges are unknown, a breach in asepsis is often a potential source of infection and may have been a contributing factor in this event. Moreover, the patient was reportedly non-adherent to antimicrobial therapy with an antifungal and an antibiotic which is directly related to the patient requiring subsequent hospitalization for this infection and pd catheter removal/transition to hemodialysis as this is often the standard of care for fungal peritonitis.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up for a separate issue, it was reported that a patient on peritoneal dialysis (pd) therapy had peritonitis on (B)(6) 2021. There was no allegation that the use of any fresenius products had caused or contributed to the reported event. The patient had a past medical history of antibiotic therapy for peritonitis (date of onset unknown) with symptoms of cloudy pd effluent upon re-admission to the pd clinic (after being displaced from a hurricane), and pd catheter revision surgery on (B)(6) 2020. On (B)(6) 2020, the patient continued to have symptoms of cloudy pd effluent. As a result, the patient had a pd culture obtained which yielded growth of candida parapsilosis. The patient was initiated on antibiotic treatment with vancomycin and ceftazidime (details unknown). However, the patient reportedly did not adhere to the full prescribed dosing for vancomycin and ceftazidime. Additionally, the patient was prescribed an anti-fungal (diflucan) but the patient did not start this treatment due to the cost of the copay, according to the nurse. Due to non-compliance with the treatment plan the patient continued to have symptoms of cloudy pd effluent and subsequently required hospitalization on (B)(6) 2020 for this peritonitis event. While hospitalized, the patient was placed on unknown intravenous antibiotics. Also, the patient required removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2021, the patient was discharged from the hospital continuing outpatient hemodialysis with antibiotic therapy. Per the nurse, the patient is recovering from the event. The nurse was not able to provide the cause of the peritonitis event which began on (B)(6) 2020. However, there were no reported fluid leaks or issues with any fresenius device(s) or product(s) in relation to the event. The nurse stated the peritonitis may have been initially caused by a breach in aseptic technique. Moreover, patient non-compliance to antibiotic therapy is directly associated with the patient¿s subsequent hospitalization for this peritonitis event.